Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2018-06381. Reportable based on device analysis completed on 26-jun-2018. It was reported that the rotawire became kinked. A rotawire¿ was selected for use. During ablation, it was noted that the rotawire became kinked. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that there was a damage on the welding near the spring tip.